Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the footswitch was not changing the screens of the system during a cataract surgery. They used the backup system to complete the surgery. There was no harm to the patient.